Event description:
It was reported that during an unrelated procedure, the right atrial lead dislodged. No electrical malfunction was reported. The right atrial lead was removed and replaced on (B)(6) 2023 and the patient was stable throughout.